Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion, the balloon was not inflated. There was damage in the bottom of the balloon. The device was removed and replaced with a new device. The device was tested prior to surgery and it is not known when the balloon was damaged. There was no patient injury.

Manufacturer narrative:
Qn # (B)(4). Per DHR the product weckvista access balloon port 12mmx70mm lot # 73g1700319 was manufactured on 07/24/2017 a total of (B)(4) pieces. Lot was released on 07/28/2017. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that after insertion, the balloon was not inflated. There was damage in the bottom of the balloon. The device was removed and replaced with a new device. The device was tested prior to surgery and it is not known when the balloon was damaged. There was no patient injury.